Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's longevity had dropped by a larger margin than was expected since patient¿s last check. The asymptomatic patient presented for a routine check. The last check was performed in (B)(6) 2016 and at that time an estimated longevity of 2.1 years. An in-house calculation was performed using the same measurements which resulted in an estimated 1.7 years until eri. A possible overestimation of longevity estimates for this device was noted and that the longevity estimate from the recent check was dependable. The patient will continue to be followed normally.